Event description:
6 year old male with medical history of aortic stenosis and aortic insuffucuency underwent aortic valve replacement at 10 months old with 15mm aortic homograft. Recently the pt "has had progressive dilation of his left ventricle due to failure of a homograft valve." Post-implant. "The homograft valve was completely competent by 2-d echocardiogram." During the past 5 years. " the valve has developed progressive insufficiency. " the homograft was explanted during a ross procedure on 4/1/97 in which it was noted to be calcified with a scarred annulus that had reduced from 15mm to 13m. Site did not assess relation of explant to homograft.